Event description:
It was reported that the device was explanted after implant duration of approximately 106.6 months, due to aortic stenosis and regurgitation. It was also noted that there was calcification.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry.through follow up with the health care provider (via fax), additional information and the operative report for 2009 was received. A device history record review is in process. Device not returned.

Event description:
The customer stated a patient generated a positive result of 6 iu/ml on the axsym toxo igg assay. This patient had previously tested negative and the sample was repeated yielding a negative result of 0 iu/ml. The previous sample was also retested and generated a negative result. No impact to patient management was reported.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.